Event description:
It was reported by the affiliate that when the device was used during a gastrectomy procedure, it had malformed staples. Opened another device to complete the case. There was no consequence.